Event description:
The MFR rec'd info of a bipap vision emitting a noise and black smoke from the back of the device while in use. There was no report of pt harm or injury. The pt was placed on another device. No further info has been made available to the MFR at this time. A follow up report will be filed when the investigation is complete.